Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a locking screw appeared to be broken. A follow up x-ray then revealed that the screw had come off of the unknown pediatric hip plate. It is unknown if revision surgery has been planned. Concomitant device: pediatric hip plate (part: unknown, lot: unknown, quantity: 1). This report is for a 3.5mm locking screw. This is report 1 of 1 for (B)(4).